Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted with the reset process, and informed the customer to continue using the pump while advising them to call back if the malfunction recurred. The caller acknowledged and understood these instructions.